Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on march 04, 2024. The product was returned to mentor for evaluation. Mentor then conducted visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 300cc breast implant was found to have a tear, extending from the posterior to the anterior view, measuring approximately 13.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the rupture on the posterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Since customer indicated a thinner and weaker shell, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation intraoperative. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation primary with a mentor smooth round moderate profile, 300cc saline, breast implant experienced bilateral deflation intraoperative. The report indicated that the failed implants appeared to have a thinner shell. The surgeon used two new implants with cat: 3501645 and completed the procedure. No patient consequence or adverse event reported. Surgery prolongs reported. This report relates to the right side.